Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot number rbmhmx/ fz318h40 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: during the procedure, the needle pulled off from the thread three times. Procedure date: (B)(6) 2021. What was the name and date of the procedure? Patient treated for a psoas hematoma. When did the needle come off the suture (during use on the patient or before)? When using. Were there any patient consequences following this incident? No. If so, which ones and how were they treated? Are sutures available? No, the devices affected by the incident were unfortunately not kept. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-07532, and 2210968-2021-07536.

Event description:
It was reported that the patient underwent a treatment for psoas hematoma on (B)(6) 2021 and the suture was used. During the procedure, the thread pulled off. There were no patient consequences reported.